Event description:
Information was received from the consumer who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that the patient had a sudden change in therapy/symptoms. She stated that she woke up and suddenly had so much pain in the right hip just above the ins site. She indicated that it was so painful she could hardly walk. It was mentioned that the pain site was swollen. The patient met with her physician on the day of the call and they thought that the pain was from the hip. The physician gave her cortisone shot to see if that would help with the hip pain, but the physician told her she thinks the pain was related to the ins. No falls or trauma was reported that could be related to the issue. The patient had a scheduled appointment with her doctor on (B)(6) 2016 and would like to have a manufacturer representative (rep) present.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.